Event description:
Device 4 of 4. Reference MFR report: 1627487-2012-15041, 15042, 15043. It was reported the patient experiences heating at the ipg pocket site while charging as well as pain around the ipg pocket site when the system is off. Additionally, the patient experiences pain in her back where her leads are located when her back is pressed against a chair. The patient is pending follow up with her physician. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.